Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/damaged tes) has been confirmed. Upon investigation the therapy electrodes were not recognized. The cause for failure was isolated to a broken black pulse wire. The root cause for the broken wire was excessive force. No adverse event resulted from the damaged belt.